Event description:
It was reported that a patient received an alert for non-sustained lead noise due to a single counting of premature ventricular contraction via (B)(4) transmission. Reprogramming the device was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.